Manufacturer narrative:
Follow-up #1 (09/17/2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The error 2 issue could not be duplicated. However, there was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an "er2" message. Per the onetouch ultra2 owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 9:00pm. The cca was advised by the patient that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. The patient claimed to have developed symptoms of "fast heart rate and being shaky" half an hour after the alleged product issue occurred but denied receiving any medical treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the patient was using the correct testing procedures as recommended per the owner's booklet. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.